Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following completion of a pacemaker implant procedure, the patient's pressure dropped. The implanting physician had already left the operating room. Another physician was in the room and was able to get a pressure, however the patient subsequently died. It was noted the patient died of end-stage heart failure. An echocardiogram was done and there was no perforation. No allegations were reported. The device was not interrogated post-mortem and was likely retained by the morgue.